Manufacturer narrative:
Investigation summary: bd received two photos from the customer in support of this complaint. Evaluation of the photographs indicated non-bd vacutainer tube. 100 retention samples from bd inventory were evaluated by visual examination and the issue relating to oil gel globules was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. While bd was unable to confirm this complaint for the indicated failure mode oil gel globules, bd has initiated further root cause investigation relating to the issue of oil gel globules through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using the bd vacutainer® lh pst¿ ii plus blood collection tubes that gel globules were noticed in the tube while doing a check. No patient impact.